Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seals to be broken, chipped top case, and a cracked bottom case. A force sensor test was found in the event history log. To conduct functional testing the device was powered up. Upon review, the reported problem was duplicated. It was determined that the root cause was due to the force sensor being out of calibration. To address the issue, preventative maintenance was performed. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a force sensor test issue. Patient involvement is unknown.